Manufacturer narrative:
Per the instructions for use (IFU), nonstructural dysfunction is a potential adverse event associated with the use of the valve. Growth of abnormal tissue around a prosthetic heart valve, termed as pannus formation, is one of the important causes for nonstructural prosthetic valve dysfunction that may require intervention. Pannus may interfere with the functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Protrusion of the pannus into the valve orifice area may disturb blood flow through the valve and finally result in prosthetic valve stenosis. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest patient factors (history of hypertension, hyperlipidemia, diabetes mellitus, and rheumatic fever) may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. Investigation is ongoing.

Event description:
It was reported by the edwards lifesciences implant patient registry that a patient with a 29mm sapien 3 (s3) transcatheter heart valve, implanted in the aortic position, underwent an explant procedure after an implant duration of 4 years and 7 months. Per the medical record, the patient was admitted with acute decompensated heart failure. Echocardiography revealed new moderate left ventricular dysfunction and severe prosthetic aortic stenosis. Additional findings included mild-to-moderate mixed mitral valve disease. A transthoracic echocardiogram of the s3 valve showed abnormal prosthetic leaflet morphology with moderate restriction of all three leaflets. Severe aortic stenosis and mild regurgitation were attributed to fibrocalcific changes. The s3 valve was explanted and replaced with an edwards surgical valve. The s3 valve was densely adherent to surrounding aortic root requiring meticulous dissection to mobilize. Intraoperative findings noted encroachment of the inferior valve skirt on the aortomitral curtain and anterior mitral leaflet, without evidence of direct damage. Debridement of pannus and calcification from the anterior mitral leaflet was performed to address the mitral valve dysfunction. Pathology report of the explanted s3 valve noted the cusps are severely calcified and immobile, and mild pannus formation is present at the base of one cusp.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the engineer evaluation. The following sections of this report have been updated: additional codes added to h6 type of investigation, corrected h6 investigation findings, and corrected h6 investigation conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, structural valve degeneration related to calcification for the sapien xt, s3, s3u, and s3ur valves have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events has historically been due to patient factors (age, disease state, patient co-morbidities, and/or pharmacological intervention). The complaint for sapien 3 valve calcification was confirmed based on medical record provided. Available information suggests patient factors (hyperlipidemia, diabetes mellitus) likely contributed to the event as the patient has a medical history of hyperlipidemia and diabetes mellitus. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the thv. These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as but not limited to renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, diabetes mellitus, etc. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.